Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a low glucose event reported at 50 mg/dl while not announcing three meals per day and typically eating twice daily, followed by overtreatment with oral glucose that led to a high glucose level reported at 298 mg/dl before trending down. The user expressed concern that this usage pattern affected algorithm performance and requested further training. No adverse clinical symptoms associated with hypoglycemia and subsequent hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that unintended use error caused or contributed to the event.